Event description:
It was reported via voluntary medwatch that high thresholds and an alert for high pacing impedance were noted on the atrial lead. No additional information was provided.

Manufacturer narrative:
Voluntary medwatch received: mw5155247.